Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2014 to claim low audio output patient experienced on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient's wife to test the alert functionality and reported alerts were functional.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. An exterior visual inspection was performed and found no defects. Receiver data log was downloaded and no errors were observed. Device passed functional testing. An interior inspection was performed and upon disassembly debris was observed. The root cause was determined to be speaker function degraded by foreign object damage. Customer complaint of low audio output is confirmed.